Manufacturer narrative:
(B)(4). This is a report of a patient who re-used a set of supplies after an improper set up during therapy. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who re-used supplies while connected to the homechoice. During therapy, the patient connected their bags to the wrong lines. The patient disconnected the bags and then reconnected them again during their fourth fill cycle. Therapy was discontinued and the patient was advised to notify their nurse of the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.